Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-05590. It was reported the pt has been experiencing discomfort and pocket heating while recharging the ipg. In turn, the pt has stopped recharging the ipg. A replacement charger was sent to the pt to provide resolution. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.